Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse contacted baxter's technical service center regarding questions about the patient's drain volume on the homechoice (hc) device during the 4th cycle of their tidal therapy. The drain volume (dv) was 4500ml. The nurse (rn) called because she thought that the drain volume for the patient's last cycle seemed high. The pt did not feel overfilled. The technical service representative (tsr) reviewed the prescription (rx) with the rn. Fill volume was 2500ml. The patient did not complain of pain or overfill, after reviewing the peritoneal dialysis (pd) results for all of the days recorded. The rn decided not to change the rx. On (B)(4) 2010, product surveillance followed up with the nurse who confirmed that the drain volume in question was on (B)(6) 2010. The drain volume was in cycle 4. The patient drained 4581ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria. The nurse stated that the patient did not mention feeling full or have any symptoms. The nurse did not want the device swapped. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulty could not be determined. The most probable cause of the reported incident based on review of pmda and the iipv decision tree was determined to be: use error, the tidal uf removal was set too low. Labeling was found to be adequate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).